Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the head would not interrogate, it failed its uplink test. It was further noted that the upper case lens was broken. Both the cable and the case were replaced.

Event description:
It was reported that the radiofrequency programmer head would not interrogate, it was observed with both wireless-capable devices and pacemakers. It was further noted that the issue seemed to resolve by changing out the programmer head. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).